Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a uhr sleeve was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the uhr sleeve fractured during surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, the primary operative report, and/or photographs/video of the event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney that allegedly during the (B)(6) 2020, surgery the uni adapter sleeve was inadvertently left in the patient's acetabulum and was identified on a post op x-ray. It is further alleged that, as a result of this foreign body being left in the hip, the patient was forced to undergo an additional surgery on (B)(6) 2020, to remove it. Upon removal, one of the prongs on the uni adapter sleeve was reported as broken.